Manufacturer narrative:
The wcd system was not recovered from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. Device event log reviewed and there is no evidence of device wear. Therefore, it does not apppear that the wcd system is related to patient death. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".

Event description:
Patient's caregiver called in to report that the patient passed away on (B)(6) 2024 while still wearing the wcd system. The cause of the death is unknown. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.